Manufacturer narrative:
Sections d1, d2a, d2b, d4 and g1 were updated. The calibration was last performed on (B)(6) 2024 for all ises and it was acceptable. The qc recovery was high but it was still within the customer's established ranges for all ises. The service actions (decontamination of the instrument) resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The cobas 6000 c (501) module serial number was (B)(6). The customer stated that they were having qc issues. The field service engineer (fse) found contamination of the ise flow path. The customer replaced the electrode. The fse replaced the sipper nozzle and performed decontamination on the instrument. The qc was performed every 4 hours and the operation was verified to be within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c (501) module. Results for the sodium (na) tests were affected. Initial result: 131 mmol/l. Repeat result: 137 mmol/l.